Event description:
Total needle disengagement during treatment. No patient or physician injury occurred. This event is being reported due to the possibility of reportable injury occurring with a future incident.

Manufacturer narrative:
Device evaluation summary: we have reviewed the device history records for the syringes and needles used and all dimensional requirements were met. During review of the device history records, a minor deviation was noted. The deviation noted was not significant nor would contribute to a cause for this complaint. Based on the review of the device history records, we find no assignable cause for this complaint. Product analysis findings: "event not product/component related."